Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was found to have a broken fiber optic connector. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was found to have a broken fiber optic connector. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the blue fiber optic connector was broken. To fix the issue, the fse replaced the fiber optic connector. Unrelated to the above-mentioned reported issue, the fse also discovered that there were two horizontal lines through the top screen which was resolved by replacing the top display. The fse then performed a full pm, as well as functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was found to have a broken fiber optic connector. There was no patient involvement, and no adverse event reported.